Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states prior to placement of the uvc, a max zero was placed on one lumen. Both lumens were flushed with saline and line inserted. To draw blood cultures, blood was aspirated from the uncapped port and blood came back in both ports and filled the port to the max zero. The max zero was changed, thinking it was a hub issue. Aspirated again, and again blood aspirated into both lumens. Withdrew catheter and submitted for review. Took a total of 3 attempts to get a secure umbilical line in this infant.

Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. The product sample was returned for evaluation. It consisted of a uvc catheter that presents slight signs of use; remains of blood. The sample was returned within its original polybag. A visual inspection of the sample was performed and no visual defects were identified. In order to confirm the reported condition, water was infused. It can be noted that the uvc had an internal leak into the hub; therefore the water on the secondary lumen was mixed with the primary lumen. The product specifications were reviewed in order to identify the possible root causes for this event. In addition, during manufacturing process, catheters are submitted to a (B)(4) leak testing. The reported condition was confirmed after the sample evaluation. Based on all gathered information, a specific root cause cannot be confirmed. However, probable causes are operator related therefore, this event can be considered as manufacturing related. This complaint is considered a fast track event, based on the fact that this complaint was submitted due to a reportable event and it was confirmed to be manufacturing related. A formal corrective and preventative action (CAPA) was opened to address this event. Calculated occurrence and severity are equal or below the expected values according to the applicable risk management document. No further corrective or preventive actions were required. It is important to mention that in-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs (B)(4) pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.